Event description:
Performing a laparoscopic colectomy with the thunderbeat ligasure device and the device malfunctioned, melting the plastic tip within the jaws of the device. The tip came completely out of the device.